Manufacturer narrative:
The product investigation involved a review of DHR and batch record review which concluded there was not malfunction with the system. The clinical investigation revealed that the patient was experiencing increased confusion and forgetfulness due to dementia. Patient was hospitalized and sent to a nursing home as she was unable to care of herself. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A patient's caregiver called technical support asking how to remove the supplies from machine. During the course of this telephone call it was revealed that the patient was admitted to the hospital as she was found unconscious on the floor.